Event description:
The customer reported that during a colectomy procedure, the device was closed and could not be reopened. It is unk if the device was applied to pt tissue at the time, and if so, how it was removed from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.